Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the device pass the pre-run testing? Yes. Had the device been activating and then stopped activating? Yes. Did the generator display an error code or any messages? If so, please describe. See additional info. Event description: during the beginning of a lapsc gastric bypass procedure the ace36e gave repeatedly error: release pressure on blade, tighten assembly, the active blad cracked (the broken piece was directly retrieved from the abdomen) but not send in for complaint handling. The procedure was finished without any problems by changing to a new handpiece and disp harmonic ace36e. Prolonged or time 10 min. Lapsc gastric bypass on (B)(6) 2017.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device; details unknown. There were no patient consequences reported. It is unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # n92r0k. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.